Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported, a patient, initial left knee implanted on (B)(6), 2014, underwent a revision procedure on (B)(6) 2022, approximately 8 years post the initial procedure due to the apparent premature wear of the polyethylene. Clinical notes indicate: "the need for revision of the left total knee prosthesis for aseptic mobilization was established on (B)(6), 2017, but the patient could not undergo surgery due to intercurrent urological comorbidity and later due to her role as caregiver of a child with spina bifida. Again included for revision of left total knee prosthesis due to aseptic mobilization on (B)(6) 2019, she is again discharged due to intercurrent respiratory comorbidity. Enrolled for the third time for surgery on (B)(6) 2019."the device is returning. No further information.

Event description:
The revision reported was likely the result of loosening and subsequent wear of the polyethylene secondary to contributions from patient-related conditions and/or implant alignment. Delay of the recommended revision surgery for over 5 years likely contributed to the extent of wear noted on the tibial insert and may have further contributed to particle-induced osteolysis and loosening. However, the contributions of each to the sequence of events cannot be confirmed from the provided radiographs.